Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedances with values greater than 3000 ohms and high out of range shock impedances with values greater than 200 ohms in the right ventricular (rv) channel. Technical services (ts) was consulted and upon review of the available information, oversensed noise was observed. Rv lead fracture was suspected; however, this was not confirmed. Further evaluation was recommended. Furthermore, it was later reported that therapy had been disabled, and the patient was wearing a life vest. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.